Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the sterile water could not be injected into foley catheter during the pretest. Stated that the water leaked from near the valve or from the syringe. As per investigator notification received on (B)(6) 2023, stated that the water leaked from the syringe. Two samples were returned but the lot numbers of each were different (batch # mygs4068 and batch # mygs0381).